Event description:
Affiliate doctor referred patient back to tlc center for in-growth evaluation on (B)(6) 2010. Visually significant epithelial in-growth od was noted at tlc exam. Discussed findings and treatment options vs no treatment. Patient elected to proceed with lifting flap, removing epithelial in-growth (eig) and suturing flap (lives 2.5 hours from center). Eig lift/scrape/suturing completed without complication. Rtc 1 d for follow up (blc also placed). During rtf - on (B)(6) 2010, it was noted that this event was MDR reportable and a report had not been submitted so it is being sent now. Current status - vasc od 20/25 rxm +.75 25/25, vasc os 20/20 rxm plano 20/20.

Manufacturer narrative:
(B)(4). Note: date of initial surgery was not provided by complaint reporter. (B)(4), (epithelial in-growth). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse completed the scheduled quarterly preventive maintenance. As part of the preventive maintenance did a cpu battery replacement and a ups backup battery replacement. System was working according to specifications.